Event description:
It was reported that this patient was admitted (B)(6) 2020 due to chronic nephritis with uremia. Puncture was difficult due to poor vascular conditions. On (B)(6) a pqc catheter was expected to be placed under ultrasound using seldinger technique. When pre-flushing the catheter, liquid leaks occurred. Therefore, a replacement was used and placed successfully.

Manufacturer narrative:
H11: section a through - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The stylet was found to be inserted into the t-lock and both components were observed to be inserted into the catheter. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed emanating from the distal end of the strain relief, proximal to the 0 cm depth marker. A microscopic observation revealed two longitudinal splits proximal to and at the 0 cm depth marker. The splits were observed to be rough and slightly diagonal, and the split at the 0 cm depth marker appeared to be superficial with the majority of the damage originating on the interior side of the catheter. Additional damage was observed on the interior walls of the catheter near the splits. The location of the splits as well as the additional damage observed within the returned catheter suggest the sample was damaged by the internal stiffening stylet during use. This can be caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ h3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp0634 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient was admitted (B)(6) 2020 due to chronic nephritis with uremia. Puncture was difficult due to poor vascular conditions. On (B)(6), a pqc catheter was expected to be placed under ultrasound using seldinger technique. When pre-flushing the catheter, liquid leaks occurred. Therefore, a replacement was used and placed successfully.